Event description:
It was reported that the patient underwent a gynecological procedure on an unknown date and a mesh was implanted. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that when patient underwent the gynecological procedure to treat prolapse a urethral injury was sustained.

Manufacturer narrative:
(B)(4) ¿ urinary/bowel problems; dyspareunia. Additional narrative: it was reported that mesh was implanted on (B)(6) 2006 due to pelvic organ prolapsed. Following insertion the patient experienced pain, erosion, infection, urinary/bowel problems, dyspareunia, organ perforation and other. It was reported that in 2006 revision and repair of bladder was performed due to pelvic pain, mesh erosion into bladder. On (B)(6) 2010, excision of mesh, revision and repair was performed due to vaginal pain and mesh erosion. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.